Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will not be returned for the analysis.

Manufacturer narrative:
Retainer ring : black customer returned device for an alleged blank display found on (B)(6) 2022. The pump was received with unresponsive keypad. No blank display noted. Unable to perform the displacement test, sleep current measurement test, active current measurement test, self test and keypad voltage test due to unresponsive keypad. Unable to generate power management graph due to unresponsive keypad. Unable to download history files and traces using thus due to unresponsive keypad. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump failed the keypad voltage test on (down arrow button). Pump was cut open to perform visual inspection and found corrosion on the j1/pcba 1 connector. No corrosion or moisture damage found on the pcba2, force sensor, motor and vibrator assembly noted. ¿a test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery and unresponsive keypad was noted. By using the same test case, the original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and no unresponsive keypad was noted. The pump was able to navigate the menu. No unresponsive keypad/keypad anomaly noted when using a test pcba1. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: june 03, 2022 10:30:52.000 june 06, 2022 19:08:39.000 to june 07, 2022 20:38:00.000 june 07, 2022 01:43:14.000 june 07, 2022 01:45:05.000 low battery alert was recorded and found in the formatted history file on: june 03, 2022 00:56:01.000 failed batt/battery failed alarm was recorded and found in the formatted history file on: 06/06/2022 19:08:49.000 06/06/2022 19:10:41.000 replace battery alert was recorded and found in the formatted history file on: 06/03/2022 10:27:00.000 and power loss alarm was recorded and found in the formatted history file on: 06/07/2022 01:46:41.000 upon checking on the power data/detail trace file, low battery alert, failed batt/battery failed alarm, replace battery alert and power loss alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. Unresponsive keypad due to corrosion on the j1/pcba 1 connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads and a scratched case. Blank display was not confirmed. Unable to download history files and traces using thus due to unresponsive keypad. Unresponsive keypad was confirmed. Unresponsive keypad due to corrosion on the j1/pcba 1 connector. However, a test case/test pcba 1 was used, continued download and no unresponsive keypad noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objecacts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.